Event description:
New information received notes that programming change was made. There has been no alert received since then. The patient was stable before, during and after the change.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high and out of range impedance via remote transmission. Programming change was discussed. The patient was stable.